Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak is confirmed as well as a persistent unknown endoleak post relining found during clinical assessment. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not be determined based on the available information, and overall, the investigation is inconclusive. Product use was incongruent with the IFU due to: the short aortic neck of 14 mm; the bilateral iliac angulations of greater than 90 degrees; and focal stenosis of both iliac arteries of 7-8 mm. Cautionary product use conditions that might have contributed to this event included: severe calcifications and tortuosity throughout the aorta and iliac arteries.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and a suprarenal aortic extension. Upon follow up, physician had to reline with another bifurcated due to what appeared to be a type 3b endoleak. No patient injury was reported.